Event description:
The patient reported that 5 or 6 v-go 30's the needle button popped out during use. The patient stated that this occurred many months ago but could not provide specific dates. The patient has disposed of the worn v-go's.